Manufacturer narrative:
(B)(4). Date sent: 3/3/2026 d4: batch #189d99. Additional information was requested, and the following was obtained: is the current patient status known? Discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec45a with lot number 216d16; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 189d99, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the nail got stuck in the tissue after cutting the artery; and could not be pulled out, and the artery was at risk of being torn up. After carefully removing the jammed nail, a cardiac patch was used to repair the artery at the site. There was no patient consequence nor surgical delay reported. No additional information provided.